Event description:
It was reported that there was phrenic and diaphragmatic stimulation. The left ventricular (lv) lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: hm342r31h, tissue valve (B)(6) 1999. A 5076-52 lead (B)(6) 2009. A 6947-65 (B)(6) 2009. (B)(4).